Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received insulin flow blocked alarm on (B)(6) 2018. Customer reported recurring high and low blood glucose levels and treated with insulin pen. Customer's initial blood glucose level at time of incident is unknown. The customer's blood glucose at the time of call is unknown. Customer declined trouble shooting for flow block and issue was not resolved. The insulin pump will be returned for analysis.